Event description:
It was later reported that the patient had aspirin held due to a gastric bleed. Coumadin was ordered. On (B)(6) 2022, computerized tomography showed obscuring artifact, unable to exclude thrombus. Heparin was started. On (B)(6) 2022 the family met to discuss a possible pump exchange but was later declined.

Manufacturer narrative:
Voluntary medwatch form (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow alarms; however, the reported event of an "obscuring artifact" seen via a computerized tomography (CT) scan could not be confirmed through this evaluation. A specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established. The system controller event log files contained events from (B)(6) 2022 and (B)(6) 2023 through (B)(6) 2022, per the timestamps. Multiple, transient low flow hazard alarms were captured. Additionally, a driveline disconnect was captured on (B)(6) 2022, consistent with the reported system controller exchange. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1, ¿introduction¿, lists potential adverse events, including pump thrombosis and bleeding, that may be associated with the use of heartmate 3 lvas. Section 1 also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.